Event description:
The manufacturer received information alleging a ventilator service required" alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blending module board needs to be replaced to address the issue. The device was not repaired due to the lease term is set to expire in december 2024.